Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem may could be traced to optical failure of the surgical optical fiber. The investigation could not be perfomed since the device did not return or it has been returned not sterile. We are unaware about patient injury.

Manufacturer narrative:
The problem is under investigation and could be traced to a component failure. We are waiting for the fiber to be returned and for additional information from distributor. We were reported trivial damages to operator.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.